Event description:
Event description guidant received information that this pacemaker patient had documented loss of capture on a holter monitor, after complaining of dizziness. She was admitted to the hospital, the next day, in complete heart block.